Event description:
Pt developed blood clots shortly after implant surgery.the surgeon re-opened the pocket using monopolar electrocauter inorder to treat the pt. It was decided to replace the implant in the event of damage due to the electrocautery. The device labeling states that monopolar electrocauter should not be uses as it may cause permanent damage to the implant.